Event description:
Pt reported experiencing 3-4 infusion set tubings separating from the luer lock connection causing insulin leakage for the past 18-20 days. He indicated that he changed the infusion set to address the issue. Pt did not report any physiological effects associated with this issue. No medical assistance was necessary. Product will not be returned for evaluation.

Manufacturer narrative:
H6 - product not returned for evaluation. Issue described to agency in recall.